Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative provided the name of the physician and facility involved with this event.

Manufacturer narrative:
Continuation of d10: product ID 3888 lot# unknown serial# implanted: explanted: product type lead product ID 3888 lot# unknown serial# implanted: explanted: product type lead product ID 977a1 lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3888, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3888, serial/lot #: unknown, ubd: , UDI#: ; product ID: 977a1, serial/lot #: unknown, ubd: , UDI#: g2: france h6 codes belong to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for back and leg pain. It was reported that the patient noticed a disappearance of his stimulation in his legs instantly. The patient did nothing, approached no electromagnetic fields, no surgery, and no trauma. When interrogated, the ins presented high impedances on 8, 12, and 13 the first time. Tried to stimulate the other leads than these one in order to get his leg again. However, whatever the setting was, he felt nothing. The impedances were re-interrogated, and it showed high impedance on 13 and 14 only. A third time, high impedances of >10,000 ohms on 13, 14, 15, and 8. Was not able to achieve his previous stimulation on his leg, he did not feel anything. It was wondered if there was a bug on the ins.